Event description:
Patient reported after months of wearing the aligners their teeth are misaligned, damage to their teeth and staining to their teeth. They were seen by their dentist who informed them that they now have pre-gingivitis. They require now deep cleaning's in order to recover from the damage that has occurred from using the byte aligners. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Upon further review, it was found that this event is a duplicate of the event initially reported in MFR report # 3014845255-2024-0271. Please disregard this report.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.